Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At follow-up, the device was noted to be at eol. The device was explanted due to premature battery depletion.